Manufacturer narrative:
Device evaluation did not show any malfunction. Review of the treatment plan showed that the trajectory of the implant site #23 was angled toward the canine #22. As a result, an x-ray after the pilot drill will show the pin angled towards the #22 root. And depending on the angle of the x-ray that was taken, the trajectory of the pin may be more exaggerated. Another possibility is that there could be distortions on the crowns of the stone model that caused the guide to seat slightly titled in the patient's mouth and affected the trajectory.

Event description:
Doctor used a surgical guide for a dental implant surgery. After the pilot drill, doctor took an x-ray and determined that the trajectory of osteotomy was too close to canine tooth #22.